Manufacturer narrative:
Date sent: 08/14/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a hemicolectomy procedure, the active blade was broken after taking out of tyvek. The second instrument active blade broke by moving up the colon. The part fell into the pt and was removed. Another device was used to complete the case. There were no adverse consequences to the pt.